Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open in the middle segment. The patient, who had previously had pipeline vantage successful flow diversion treatment of a right internal carotid artery (ica) giant aneurysm, was undergoing a procedure for embolization of a left ica giant aneurysm in which it was planned for multiple pipeline vantage stents to be implanted telescopically. It was reported that the second pipeline stent to be used in the procedure failed to open in the middle segment; it was twisted. The pipeline was removed and replaced and ultimately a total 3 pipeline stents were implanted to successfully complete the procedure. The angiographic result post-procedure was satisfying. It was noted that after extubation, the patient experienced transient double vision and a mild speech disorder that were resolving and the patient is asymptomatic at time of this report. Ancillary devices: phenom plus guide catheter, phenom 27 micro catheter.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #707220207:¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline vantage was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at the middle¿ was not confirmed. The middle section of the braid was found to be fully opened with no damage. Possible causes for the "failure/incomplete open" could include patient vessel tortuosity or the user deploying the braid in a bend of the vessel. However, the customer indicated that the vessel tortuosity was normal, and the braid was not positioned in a bend of the vessel, which rules these factors out as potential causes. Therefore, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for an unruptured aneurysm of the internal carotid artery, 16mm. The vessel tortuosity was normal according to the landing zone. The pipeline was not in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.